Manufacturer narrative:
The t:slim x2 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Customer stated they did not interact with the pump for over 12 hours. Customer requested assistance turning the feature off. Customer had elevated blood glucose (bg) levels, however, did not provide an exact bg value. Customer delivered a manual injection to stabilize bg levels.